Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since, during preparation, the gripper lever cap was unable to close and a leak was observed. It was reported that during preparation of clip delivery system (cds 71006u161), the gripper lever cap was unable to be closed and leaking was noted. There was no damage observed on the lever or the cap and the device was set aside for return. There was no patient involvement. The device was not used. There was no clinically significant delay to the intended procedure. There was no additional information provided regarding this device issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported clip delivery system (cds) leak was confirmed. The reported unstable cap was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed protruding polyimide tubings over the o-ring as the polyimide protruding over the o-ring can prevent the cap from fully sealed to the lever and resulting in the observed leak at the lever. However, a definitive caused for how the polyimide protruded cannot be determined. It is possible that the polyimide tubing got unwrapped during troubleshooting of the inability to close the cap as the loose cap can resulted in the polyimide tubing to unwrap from its original position; however, this cannot be determined. Additionally, a definitive cause for the reported unstable cap (gripper cap inability to be closed) could not be determined as the cap was returned stable and fully closed and additional testing confirmed that the cap was able to fully closed. It is possible that the user technique of opening and closing the cap contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.